Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Complaint type (category): clinician code issue. Event log extraction details: event log shows several attempts to edit parameters. Event log reflect reported issue? (Y/n, why): yes. Pump was turned off and on multiple times, as well as attempts to program the pump. Shows the issue reported. Investigation results: reported issue was found right away. After typing in the clinician code, could not edit parameters or start an infusion. It would just keep returning me to the menu to type in the clinician code. Testing conclusion: final conclusion: confirmed. Cause of the issue is not determined. Returned complaint devices are not here or recertified post-investigation. Intended library: unknown. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2020 a complaint was opened in qos where intuvie received a complaint that the pump has incorrect library configuration. There is an user interface issue where after typing in the clinician code they couldn't edit the parameters and couldn't start an infusion. The screen just goes back asking again and again to enter the clinician code. No other details were provided associated with the event. No patient harm was reported in this complaint.